Event description:
Device 1 of 2. Ref MFR report # 1627487-2014-23205. The pt has 2 leads (from the same lot) implanted as part of her scs system. The pt reported she experienced discomfort at the ipg site only when stimulation is turned on. The pt also reported she turns the stimulation up to the maximum amplitude; however, she is unable to feel the stimulation in her pain pattern. The pt will consult with the sjm rep as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.